Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device would not pre-load the clip prior to firing the device. There was no patient involvement, this occurred in the sterile field. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.